Manufacturer narrative:
The customer reported that the monitor did not alarm for an asystole event. The patient had pacer spikes and no capture. The nurses stated that they felt the system should detect adn give pacer alarms even if "pacing" is not turned on. Philips has not yet determined if the staff failure to select pacing detection was a factor in the patient death. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).

Event description:
The customer reported that the monitor did not alarm for an asystole event.